Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the hospital after receiving shocks, the device was found to be in backup vvi mode. The device code was reloaded and tachy therapy was turned off. The device remains implanted. The patient was in normal condition.